Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an open safety valve. Our field service engineer confirmed the reported technical error code in the device logs but was unable to reproduce the problem. He found an unknown residue around the inspiratory section and cleaned the inspiratory pipe and safety valve area. The ventilator was returned to the customer and cleared for clinical use after passed functional and safety tests per factory specifications. No part was replaced and no further issues have been reported. The evaluation of received device logs confirms a single occurrence of the reported technical fault on july 09 2020, immediately after ventilation start. This day will be used as the date of event. The ventilator was set to standby 10 minutes after the event. The last pre-use check before the event passed nine days earlier. A failure that causes the reported technical error code can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported technical failure could be confirmed in the device logs but was never reproduced on-site. No further issues have been reported. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating "safety valve open". The patient involvement is unknown. Manufacturer ref.#: (B)(4).